Manufacturer narrative:
It was clarified at the time of the occurrence, the patient had used two extension sets at the same time. It was not reported if the air bubbles were observed in one or both of the sets. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line extension set without an alarm during peritoneal dialysis therapy. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.